Event description:
Boston scientific received information that this device declared a battery status of end of life (eol). At the patient previous appointment the device stated that there was approximately 1 year remaining. There were concerns regarding the longevity of this device. No adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.